Event description:
Additional information received reported that there was no injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was scheduled for a lead revision on (B)(6) 2013. Two days later it was reported that the leads were successfully replaced. Full coverage of painful areas was obtained.

Event description:
Additional information received reported that recharging and coupling difficulties lead to a discharge. It was stated that the patient had not been using stimulation since (B)(6) 2012. The last successful recharging session was stated to be (B)(6) 2012. The recharging issue was said to have started around (B)(6) 2012. The use of the antenna locate(al) feature resulted in a power-on-rest (por) screen on the recharger, which lead to a normal recharge screen. The patient was then instructed to fully recharge the device or at least to 25%, so the device could be interrogated by the clinician programmer.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that a patient had an upcoming appointment with a doctor the week of the report. The patient planned to meet with a manufacturer representative at the appointment. It was reported that the patient still did not feel stimulation and still had lack of therapeutic effect. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that about 6 months prior, the patient got a 'terrible jolt up his back' while standing next to his baby's crib. The jolt was stated that bring the patient down to the floor. The reporter stated, 'since then, no matter how high I turn it up (stimulation), I could not feel anything.' The device was confirmed to be charged. It was stated that the patient was to meet with the manufacturer representative the next day at an office appointment. It was reported that next day that the impedances of all 16 electrodes were greater than 10,000 ohms. The group impedance was stated to be greater than 4,000 ohms (and less than 0.065 mamps). X-rays were taken of the ins and extension area. The x-ray was 'blurry' and it was hard to tell if there was anything wrong with the header block and the lead path 'looked fine' and no fractures were noted. It was also stated that the physician did not see anything 'out of the ordinary' under fluoroscopy. There was no indication of a planned revision or replacement, though the possibility had been discussed. Additional information had been requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Event description:
Additional information received reported that the patient was in the process of being referred to a surgeon for a revision.

Event description:
It was reported that the patient experienced no stimulation sensation and the "system had been acting up for 1-2 months, perhaps more." The reporter stated that the patient tried to increase stimulation but didn't feel anything. There was no known accident related to the complaint. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was having a revision at the ¿mid to end¿ of (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead, lot #v695177008, found all conductors broken 19.8 cm from the distal end. Analysis of the lead, lot #v695177006, found all conductors broken 16.6 cm from the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.